Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The first patient sample is heparinized plasma. The second patient sample is serum. The investigation reviewed the data set provided by the customer: the crep2 calibration and qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation ruled out an analyzer-specific malfunction, as the crep2 results from the same patient sample were elevated in all three cobas analyzers. The investigation confirmed a discrepancy in the patient sample, as the second patient sample tube gave a normal crep2 result. The investigation determined the event was due to a preanalytic issue at the customer's site (contamination of the heparinized plasma tube). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received questionable crep2 results for one patient sample tested on the cobas c 703 analytical unit. The initial result of the first patient sample tube from the analyzer is 33.5 mg/l. The first repeat results from another cobas analyzer are 27.5 or 37.5 mg/l. The second repeat result from another cobas analyzer is 28.0 mg/l. The patient questioned the 28.0 mg/l, and a second patient sample tube collected at the same time was processed. The result of the second patient sample tube was 8.8 mg/l. This result was deemed correct as it was consistent with the patient's medical history.

Manufacturer narrative:
The cobas c 703 analytical unit serial number is (B)(6).